Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported that the patient needed to charge more frequently after the last ins replacement (due to normal battery depletion). The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.